Event description:
It was reported that the patient had a retroperitoneal bleed. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was waking up from anesthesia when they reported abdominal pain. The patient had a significant drop in their blood pressure. A transthoracic echocardiogram was performed and ruled out a pericardial effusion. The patient underwent a computed tomography (CT) scan which showed that they had a retroperitoneal bleed. The patient was admitted to the hospital so they could be monitored, no other treatment or intervention was performed at this time. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery form this event.

Event description:
It was reported that the patient had a retroperitoneal bleed. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was waking up from anesthesia when they reported abdominal pain. The patient had a significant drop in their blood pressure. A transthoracic echocardiogram was performed and ruled out a pericardial effusion. The patient underwent a computed tomography (CT) scan which showed that they had a retroperitoneal bleed. The patient was admitted to the hospital so they could be monitored, no other treatment or intervention was performed at this time. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery form this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037634325. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension, pain, and bleeding (retroperitoneal hemorrhage) (imaging required, hospitalization). Risk review: a risk review was completed and confirmed that the events of hypotension, pain, and bleeding (major hemorrhage) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.